Event description:
The account reported the hilow is raising on its own and they would like a technician for repair. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician went to the facility to repair this bed and the account had moved the bed and could not find it. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.